Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker with this right ventricular (rv) lead exhibited oversensing but without pacing inhibition. Subsequently, the device was explanted for normal battery depletion (nbd) while the rv lead was surgically abandoned. Additional information was received indicating that the system exhibited high, out-of-range (oor), pacing lead impedance measurement of more than 2,000 ohms. No further information was received from the field representative. No additional adverse patient effects were reported.